Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device alarmed air-in-line and "sometimes see air in the pumping segment portion of the IV tubing." No additional details provided. This was reported to bd representatives during their site visit. Bd clinical practice consultant reviewed with the clinician best practices for reducing air-in-line alarms, location of air-in-line detector, and IV set loading with clinician. There was patient involvement but no harm. Although requested, no further information was provided.

Manufacturer narrative:
Additional information : manufacturer narrative, root cause : the root cause for the reported issue of an air-in-line alarms issue was not determined because no products or device logs were returned.

Event description:
It was reported that the device alarmed air-in-line and "sometimes see air in the pumping segment portion of the IV tubing." No additional details provided. This was reported to bd representatives during their site visit. Bd clinical practice consultant reviewed with the clinician best practices for reducing air-in-line alarms, location of air-in-line detector, and IV set loading with clinician. There was patient involvement but no harm. Although requested, no further information was provided.